Event description:
The customer reported that the alarm has power but no alarm tone when the magnet clip is detached from the alarm. This was discovered during set-up and there was no patient contact.

Manufacturer narrative:
(B)(4): results: evaluation of the product found that the alarm has power but there is no alarm tone when the magnet clip is detached. The battery door is missing. (B)(4).